Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen became unresponsive during a fill sequence at 11.0 units, with the ¿press and hold¿ control greyed out and nonfunctional, preventing further operation; the user placed the device in sleep mode and, upon wake, the screen remained unresponsive, and a replacement ilet was shipped while the original was requested for return. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included a review of device performance based on user report and logistical arrangements for replacement and return. Investigation of this case revealed a screen or user interface malfunction consistent with a hardware display or touch input issue that impeded infusion workflow. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the user interface hardware.